Event description:
Boston scientific received information that the patient with this product had pain and bleeding at the device site, as well as, a history of (B)(6). Due to infection, this product was part of a recent system explant. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.